Manufacturer narrative:
(B)(4). The subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 27 mm bioprosthetic mitral valve implanted 9 months ago, underwent transcatheter mitral valve replacement (tmvr) due to severe mitral regurgitation. The patient had an echo doppler and a tee showing severe mitral regurgitation due to early valve failure. The prosthetic leaflets were immobile. The tmvr procedure was successfully performed with a 29 mm sapien 3 valve without complications. Post-op tee showed a well-seated valve in the mitral position with trivial mitral regurgitation. The patient remained hemodynamically stable throughout the procedure and left the or in stable condition. The patient was discharged on pod #5.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. 2d and 3d transesophageal echocardiography images were also provided. The impression of the images: approximately 9 months after implantation of a 7300tfx 27 mm mitral bioprosthesis, there is evidence of a single thickened, immobile bioprosthesis leaflet and (on transesophageal echocardiography) moderate central mitral regurgitation. The asymmetric pattern of leaflet thickening and absence of significant leaflet calcification would be atypical for premature structural valve degeneration. The finding of a very small, immobile echo-dense mass on the lv aspect of the immobile leaflet raises the possibility of suture loop(s) are a cause of leaflet thickening, abnormal leaflet motion, and central mitral regurgitation.